Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door 2 was intermittent failing. The field service engineer applied conductive grease and tightened connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door 2 constantly failed when user trying issue medication to patient. However, there were no adverse events or injuries reported based on this event.